Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703 was confirmed in the pump's event history file during product evaluation. This failure code was caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced.

Event description:
The facility reported a pump with failure code 703. This problem was identified after use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.